Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus unsuccessful. No data was coming into thus, and thus eventually timed out. Unable to verify pump error 35 because unable to upload the long trace or pump history files. The force sensor zero offset measured within spec. After visual inspection, there is corrosion in/around the following: terminal of the keypad flex cable; pcba1--j7, j1, j2, da1. After plugging a known good pcba2 into the original pcba1 and then into a known good case, the unit booted up normally. After plugging the original pcba2 into a known good pcba1 and then into a known good case, the unit booted up to an open book. In summary, the critical pump error (open book image) alarm and the inability to upload are due to pcba2 and the moisture damage on pcba1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.